Event description:
The customer reported the system displayed an intermittent communication failure error message after boot up. This error is likely to prevent the system from booting to a usable state. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the service representative reseated all circuit boards and adjusted the ps1 power supply voltage.